Event description:
It was reported that approximately 19 months post implant of a bifurcated device and bilaterally implanted limb extensions, the patient presented with ruptured aneurysm. Reportedly, a computed tomography scan revealed a rupture which was treated with two suprarenal aortic extensions. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The sample was not returned for evaluation. Images were provided and reviewed by a clinical specialist. Based on review of the information the reported event was confirmed. The root cause appears to be progression of the aneurysmal disease process although a definite cause was not identified. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling .the lot usage history shows that no other units from this lot have been involved in similar event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.